Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. There was no motor error alarm on the insulin pump. The device was unable to prime during priming test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm and prime anomaly. Customer's blood glucose level was 340 mg/dl. Troubleshooting for motor error alarm was performed. Customer changed out the infusion set and during the fill reservoir process they received the motor error alarm. Customer received multiple motor error alarms in the last 30 days. Customer was unable to complete the priming process as a result of the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.